Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Ous MDR - it was reported that estimated 55 months after the implantation oversensing and artifacts were noted. No adverse patient side effects were reported. The implant and event dates were not reported and no explant date was provided. It is believed this lead remains implanted.